Manufacturer narrative:
Event date: the reporter noted between "(B)(6)" 2017. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula appeared to be "scrunched" upon changing the site. This incident caused the patient to experience high blood sugars. The patient applied a new infusion set and administered a bolus to decrease blood sugars. No permanent injury was reported. See MFR: 3012307300-2017-00601.